Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2016, the patient was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated with direct placement of a 3.50 x 16 mm synergy¿ stent. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017. The patient collapsed, had chest pain and experienced cardiac arrest at home. Hence, cardiopulmonary resuscitation (CPR) was performed at home by by-standers. Emergency medical services (ems) arrived at home, advanced cardiac life support (acls) was initiated and the patient was then intubated. The patient received peripheral IV, epinephrine, atropine. In addition, the patient also received saline lock, supplemental oxygen and IV fluids. It was noted that two days prior, the patient missed the scheduled dialysis. On arrival to the hospital, the patient presented with a junctional rhythm and a pulse with a bp. Shortly, the patient lost a pulse and CPR was initiated for one hour again, followed by intubation. Cardiac ultrasound performed on the same day revealed lack of cardiac activity. The patient was found to be unresponsive and developed pulseless electrical activity and so CPR was continued the entire time. Despite prolonged resuscitative efforts, the patient was pronounced dead at 12:59pm and the primary cause of death was cardiac arrest. Autopsy was not performed.